Event description:
It was reported that during the procedure in the intermediate branch of the mid left coronary artery, a balance middleweight guide wire was advanced, but could not cross the lesion. The device was removed and a whipser guide wire was successfully advanced to the lesion. Pre-dilatation was performed using a non-abbott dilatation catheter. A non-abbott stent was deployed; however, waist was noted. Post-dilatation was performed using a nc voyager dilatation catheter. The balloon was inflated to 16 atmospheres (atms) for 15 seconds, 20 atms for 40 seconds, 24 atms for 10 seconds, 24 atms for 30 seconds, 10 atms for 2 min 30 seconds, and 10 atms for 1 minute 30 seconds. At post dilatation, a perforation was observed in the stented area. An attempt was made to advance a jostent graftmaster stent system for treatment of the perforation, but the stent system could not advance through the stent. The graftmaster was removed from the anatomy along with the guide wire. The vessel was rewired and the graftmaster was readvanced, but could not advance through the stent. The graftmaster stent system was removed from the anatomy and the perforation was sealed with subsequent balloon inflations. The patient was transferred to the coronary care unit and the patient condition was reported as stable. No additional information was provided.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd874834 and gd875567 with no issues noted during the manufacturing process. No labeling deficiencies or errors were alleged. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the fourth of four complaints associated with this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a report of a male homechoice peritoneal dialysis patient diagnosed with peritonitis. On (B)(6) 2010 product surveillance contacted the peritoneal dialysis nurse regarding an unrelated issue. The nurse stated that the patient is currently being treated for peritonitis. On (B)(6) 2010, additional information was obtained. The nurse confirmed on (B)(6) 2010 that the patient was diagnosed with unspecified peritonitis. The patient was hospitalized from (B)(6) 2010 through (B)(6) 2010. She states that probable cause of the peritonitis is from the bowel and not from a break in aseptic technique. On (B)(6) 2010, the exit site was cultured along with the effluent. The nurse does not have any of the results available to her. The patient received antibiotic therapy consisting of rocephin, gentamycin and vancomycin intraperitoneally. The patient's recovery is ongoing and improved. The nurse states the cause of the peritonitis is not from the baxter products or solutions.